Manufacturer narrative:
Clarification to h6 of previous report: allergan medical safety has confirmed that the event of rupture (a0412) was not confirmed and is no longer appropriate for this report. Additionally, the reported malposition (a150202) is no longer appropriate as this event is captured under the newly reported capsular contracture. Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV; "serous fluid".

Event description:
Later, healthcare professional reported capsular contracture baker grade IV, "serous fluid". Later, healthcare professional reported "mastalgia", "[patient] began psychotherapeutic treatment due to damages/effects caused after breast prosthesis replacement, with suspected cancer", "no signs of malignancy" and "minimal inflammatory changes". The event of rupture was not confirmed. Surgical intervention: total capsulectomy. This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid, rupture, malposition, lethargy.

Event description:
Legal representative reported left side "rupture, liquid, prostheses rotated, patient is very frail, risk of cancer and classified the case as grade 5". Legal representative later reported "grade 5 rupture". Device remains implanted.